Event description:
It is reported that the cable couldn't be implanted due to the sleeve coming out of the connector.

Manufacturer narrative:
This report will be amended when our investigation is complete.